Manufacturer narrative:
The event of lymphoma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: lymphoma-alcl-suspected. Date of diagnosed: (B)(6) 2020.

Event description:
Patient representative reported left side ¿diagnosed with bia-alcl¿ which has spread to lymph nodes. Pathological markers confirming alcl have not been received. The device remains implanted.